Event description:
It was reported that: "doctor commented pt had pain on anterior tibia. Pt had a (B)(6) previously. Removed all primary components and replaced with ts components."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.